Manufacturer narrative:
Batch review: lot 2106557: (B)(4) items manufactured and released on 15-jul-2021. Expiration date: 2026-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee instability and the cause of the instability is unknown. At about 2 years and 7 months post-primary the surgeon revised the insert, implanting a 8mm thicker one and the surgery was completed successfully.